Event description:
It was reported that a user experienced recurrent severe hypoglycemia with the ilet, with glucose readings reported in the 20s to 40s, leading the user to discontinue the device and switch to another pump; troubleshooting and education were completed, and the user treated lows with oral glucose. Symptoms included urgent low soon alerts and low glucose events. Outcomes included transient health impact without hospitalization. Investigation included internal review of the event details and device use information. Investigation of this case revealed no device malfunction identified and no confirmed device component failure, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.